Event description:
A customer reported to baxter corporate product surveillance of a clear link vented nitro set w/duo ventspike, in which no flow was detected. This condition occurred at an unknown process step. There was no patient involvement or medical intervention reported. No additional information is available.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: a sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. There were no release/testing specifications that were not met for this lot number that could explain the customer reported problem. There were not any nonconformities, failures, rework or deviations documented in the batch record that could explain this problem. Also there were no nonconformities from a prior or subsequent batch documented in this batch record that could be could explain this problem. There were not any changes to specifications, test methods, process, equipment, or raw material made that could be associated with the reported problem. There have been no issues with stability or retained sample for this batch that could be associated with the reported problem.